Event description:
During service by baxter, the infusion pump was found to contain a malfunction of "shorted channel a keypad", which caused the channel select and stop key to be inoperable. This event occurred during product evaluation. No additional information was available. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.

Manufacturer narrative:
(B) (4)during service, a "shorted channel a keypad, which caused the channel select and stop key to be inoperable" was discovered. Due to estimate refusal, the pump was returned unrepaired to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.